Event description:
A flexima biliary catheter was placed on an unknown date. It was noticed there was difficulty with drainage over a period of three weeks. Under fluoroscopy, it was found the catheter had fractured at the ro marker. The suture line was intact and the physician was able to retrieve the catheter easily. The biliary catheter was replaced.